Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred approx 30-45 minutes after treatment was initiated. Blood leak was noted on leak alarm and was verified visually in dialysate. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.